Event description:
During an arterial venous malformation procedure, the physician used a wilson-cook quicksilver bipolar coagulation probe. During system preparation, the tip was intact. Upon removal of the probe from the pt's duodenum, it was noticed by the physician that the distal tip of the probe was missing. The location of the missing tip could not be determined. The initial reporter indicated that it was possible that the missing tip was lodged in the suction port of the endoscope. No further retrieval efforts were made at the physician's discretion. The pt was reported to be in good condition.